Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
The customer reported that the unit powered off while connected to a patient. The field service engineer (fse) verified the reported problem. The fse checked the diagnostic logs and determined the unit failed with a diagnostic code 5 depleted backup battery. The battery depleted dialog displayed on the screen. The battery has a charge date from (B)(6) 2015. The ventilator will not charge the battery due to age. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information were requested from the customer, but no response received. The fse performed a complete performance verification test (pvt) and all tests passed with the exception of the battery test, which failed. The fse recommended that this unit be removed from service. The unit reach the end of life and batteries are not available through philips parts system.